Manufacturer narrative:
The complaint cannot be verified. The customer's allegations of questionable results and the bolus advice function not working correctly were not observed during the investigation of the returned product. The allegation of a bolus value missing from the meters memory was not observed but the alleged value was observed to be out of sequence in the meters memory due to user error by the customer. Additional analysis was performed on the returned meter. Product supports concluded that the meter is functioning as intended, no issues/malfunctions were observed. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications.

Event description:
On (B)(6) 2012, it was reported that the pt thought the infusion device did not trigger the e4 (occlusion error) when it should have and that the device had not been delivering enough insulin since (B)(6) 2012. The pt had experienced blood glucose levels over 400 mg/dl and on (B)(6) 2012 his blood glucose level was over 500 mg/dl. The pt felt sick and vomited. The pt was taken to the hospital, by ambulance, where he rec¿d stationary treatment from (B)(6) 2012. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.